Event description:
It was reported that during a da vinci-assisted adrenalectomy surgical procedure, errors were re-occurring on arm 4. The customer disabled the arm and continued using the remaining arms. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system did power on initially without errors and they were able to dock the arm initially. The arm was disabled, and the assistant used that port laparoscopically. The surgeon discontinued arm 4 and completed with 3 arms. The surgery was completed robotically with one of the ports being used by an assistant. The ports were not upsized, and they did not convert to open.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced proximal and distal set-up joint (suj) to resolve the issue. The system was verified and ready to use. The proximal suj was returned for failure analysis due to 32097 errors. The error was confirmed as having occurred in the field and replicated in-house. Unit was tested on a patient side cart fixture test platform (pftp), and all tests passed. Isi has received the distal suj for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
The proximal set-up joint (suj) was further evaluated by failure analysis. During functional testing, horizontal had clicking sounds and bumps while exercising. Back cover was removed and the metal belt under the clevis pulley had a deep crease across the belt. Additionally, the inner linear rail was found to be the source of the bumps, with carriage moving unevenly thru travel. The metal belts and inner linear rail will be replaced as a fix. The brake hardware will be replaced to accommodate the repair.

Event description:
Refer to h11 for follow-up information.